Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and when they attempted to deliver a shock to the patient the device did not deliver a shock. A backup device was available but it is unknown whether or not it was used. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional information is available on the event or the patient.